Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they went to their dentist for an evaluation and provided a letter of recommendation. In the letter the dentist states that the patient is not an aligner candidate. The patient has a severe class ii malocclusion with arch length discrepancy. Patient will require orthognathic surgery. Patient should discontinue aligners.